Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that approximately 30 days after surgery, they were getting an impedance that was greater than 800 ohms. The hcp took the patient back to the or and revised the lead, which fixed the impedance issue for a while, but it returned back to greater than 800 ohms. The hcp was going to call the manufacturer representative the next time they were with the patient so they could be walked though getting a specific lead impedance. The hcp was trying to get approval to potentially replace the lead. The issue was not resolved and the patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the hcp replaced one of the patient's leads on (B)(6) 2016. Before they replaced the lead, the hcp tightened the setscrews and the impedance was corrected. The hcp still wanted to replace the lead just in case it was not a setscrew. After replacing the lead, impedance was in range at 562 ohms. The hcp turned the patient down to nominal settings. The patient had abdominal pain as well prior to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.